Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified unspecified coronary artery the 3.0 x 20 mm nc trek balloon dilatation catheter (bdc) was broken [suspected shaft separation]. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was not confirmed; however the torn shaft was most likely inadvertently reported as a separated shaft. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.